Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange due to "voluntary recall" against left device. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange due to "voluntary recall" against left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius, wear abrasion, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data.